Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not working properly. Upon explant, a fluid loss caused by a break in the connecting tube between the pump and the reservoir was identified. All components were removed and replaced. There were no patient complications.